Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of unintended material near the needle was confirmed; however, the source and composition of the material could not be determined due to the sample condition. One 24g nexiva device was received in open packaging. Five photographs were also provided for investigation. The photos and returned sample revealed a clear brittle substance within the needle cover and on the external surface of the IV catheter. The material was consistent with dried saline; however, an attempt to test the composition of the material was unsuccessful. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva tip was covered with plastic. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the needle tip was covered with transparent plastic, so it was impossible to puncture.

Manufacturer narrative:
E. Facility name: (B)(6) hospital.